Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash all over his body and that it had gotten worse after wearing the lifevest. The patient was taken off of one of his medications and was given a steroid. Follow-up indicated that the irritation had improved.